Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed by the customer and completed as planned after deleting the images to complete the procedure. Philips field service engineer (fse) inspected the system onsite and confirmed that image disk full errors, which had impact on imaging. Upon troubleshooting, fse tried to restart the system but still the issue persisted. To resolve this issue, fse performed the database consistency and recreated the images. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was correctly updated.

Event description:
It has been reported to philips that the system produced image disk full errors, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.